Manufacturer narrative:
Further information was requested but not received. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right ventricular lead exhibited loss of capture. No intervention was performed. The patient was stable and is being monitored.